Manufacturer narrative:
The reported issue that the large volume pumps (lvp) had dim display segments was confirmed on the returned display board assemblies. Physical inspection noted the board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified all returned 2 out of 2 lvp display board assemblies had dim segments. Device history review not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that allegedly the display segments were dim for two large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display segments were dim for two large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.